Event description:
It was reported that this pacemaker system was explanted after exhibiting noise on the right ventricular (rv) lead. Subsequently, the patient was scheduled for a revision procedure. During the revision procedure, when the new rv lead was connected to the header of the pacemaker, noise was still observed on the rv channel. Therefore, the physician opted to explant and replace the pacemaker as well. The rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.